Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit alarmed external battery failure. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user.